Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300-400 mg/dl. The customer changed the pump supplies multiple times. A bolus was delivered via the pump to address the bg level. As the occlusion alarms had occurred in the past and the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.